Event description:
During an in clinic follow-up, the device was unable to be interrogated via radiofrequency telemetry. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.